Manufacturer narrative:
Updated: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the gradient measurement prior to the post balloon aorticvalvuloplasty (bav) was unknown, but that the physician wanted to expand maximum in order to achieve the lowest possible gradient. Per the physician, the cause of death was stroke. The patient died two days following the valve implant procedure.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve into a patient with two previous non-medtronic valves, the inner diameter measured approximately 22-23 millimeter (mm) due to the valve restriction from the previous non-medtronic valves. A pre-balloon aortic valvuloplasty (bav) was performed with a 22 mm balloon. During the pre-bav, the patient suffered from stroke symptoms of dysphasia and left sided paresis. The evolutfx valve was inserted however there was difficulty passing the anatomy with the delivery catheter system (dcs) due to calcification. After several attempts, the dcs passed the aortic arch and the valve was implanted in good position. A post bav was performed with a 22 mm balloon. Gradient measurements were under 10 mmhg. Stroke symptoms were still present. The patient was transferred to "save the brain" project and a thrombectomy was performed. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-2329 (lot: 0012135265), product type: 0195-heart valves, implant date: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a post balloon aortic valvuloplasty (bav) was performed for expansion and gradients. The stroke was confirmed via computed tomography (CT) and clinical symptoms. The stroke occurred during the pre-bav, before the delivery catheter system (dcs) was inserted, due to a calcification chunk. The stroke did not resolve and the patient died.